Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
During routine preventative maintenance testing by stryker, the device unexpectedly powered off when the battery in well #1 was slowly removed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by stryker, the device unexpectedly powered off when the battery in well #1 was slowly removed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.